Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a navistar rmt thermocool electrophysiology catheter and the catheter became knotted as a loop formed on the tip of the catheter. The tip bent over itself and made a knot the size of a thumbnail. No wires were exposed. The issue resolved itself and the case was completed successfully. There was some difficulty in removing the catheter from the sheath. However, there was no patient consequence. This event is MDR reportable because a knotted catheter poses a significant risk of damage to the vascular structures of the patient even if the integrity of the catheter is intact and no rings appear to be damaged or sharp.